Manufacturer narrative:
Customer name: (B)(6) customer address: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has interference. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image has interference due to liquid immersion inside the control body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image flickering. The issue had occurred during inspection for use. There was no report of patient involvement.